Manufacturer narrative:
The device was returned to the MFR for eval. The lot number for the device was not supplied; therefore, the device history record could not be reviewed. Only the battery pack was returned and it was observed that the battery cable had been cut. The battery pack was opened and the batteries, in position 4, showed corrosion on the negative and positive terminal end. The corrosion also spread to the battery pack terminal and the battery in position 5. No other issues were identified. The complaint could not be confirmed due to only receiving the battery pack. The cause of the corrosion could not be determined.

Event description:
It was reported that the pulsavac plus device did not work properly. There was no harm or delay reported, and the procedure was completed with an alternate device. During device analysis, it was determined that corrosion was observed inside the battery pack on two of the batteries as well as the battery pack terminal.